Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported white screen image during reprocessing involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Device evaluation did find the image was blurry. Based on the results of the investigation, and since the white screen was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the blurry image was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.